Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. Add'l f/u info was received on (B)(6), 2014 stating, "(B)(6) is the pharmacist and he called to report that end user was a long time customer of his who had come into the store to report that pouches were not draining urine to the bottom of the bag beyond the antireflux feature. End user didn't realize that the antireflux is in all pouches until he had this box where urine would not drain to bottom of pouch. He said end user noted it very soon after applying pouch and then changed pouch out immediately once issue realized." It was also stated that there were attempts to contact the end user which were unsuccessful. Add'l f/u info was also rec'd on (B)(6), 2014 stating, "he stated he tried all 10 in box to (B)(6). I would imagine that it had to have occurred all in the same night if he kept experiencing it." Please note: references an event which occurred on (10) separate devices. Separate 3500a forms have been completed for the other (9) cases under patient identifier #(s) (B)(6). Manufacturer report #(s) 9618003-2014-00029, 9618003-2014-00030, 9618003-2014-00031, 9618003-2014-00032, 9618003-2014-00034, 9618003-2014-00035, 9618003-2014-00036, 9618003-2014-00037, 9618003-2014-00038 (report 5 of 10) 9618003-2014-00033. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Reported to the FDA on (B)(4), 2014.

Event description:
A pharmacist reported an end user stated the urine would not flow through the antireflux feature at night. (All 10 out of a box of 10).